Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis therapy. The cause of death was not reported. It was not reported if physioneal therapies were ongoing at the time of death or if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The exact date of birth is unknown but the patient was born in 1936. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient had been performing continuous ambulatory peritoneal dialysis (capd) therapy prior to passing away. The patient passed away while in the hospital. It was not reported if extraneal and physioneal therapies were ongoing at the time of death. The cause of death remained unknown. No additional information is available. As the sample was not returned and the lot number is unknown, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.